Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 310 mg/dl. Customer has bolused. Customer is nauseated. The hospitalization occurred due to diabetic ketoacidosis. Customer was treated with fluids. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.